Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's jaws could not be controlled and would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. From the images provided, the instrument had loose cables (mechanical and conductor). There was no other obvious damage observed on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a grip cable dislodged at the proximal end. Additionally, the instrument was found to have hairline cracks on grip input disk #6. Other backend components adjacent to the cracked inputs do not show damage which may indicate potential improper reprocessing. The common causes of the failure mode dislodged grip cable at the proximal end are attributed to a component failure. The common causes of the failure mode cracked instrument input disks are attributed to use and incorrect reprocessing conditions.